Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The event was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. The device failed for heat due to debris affecting the components. Debris may affect the components of the device limiting the rotational and design properties causing the symptoms for heat. The device was scrapped at the manufacturer.

Event description:
It was reported that the micro drill medium straight attachment heated up during a routine equipment evaluation at the user facility by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the micro drill medium straight attachment heated up during a routine equipment evaluation at the user facility by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.